Event description:
Pt's wife reported that her husband experienced a hypoglycemic event on 6/06. She stated that around 12pm, she thought he was taking a nap when she noticed that he was sweating. She tested his blood glucose and it was 37 mg/dl. The paramedics were called and his blood glucose tested 21 mg/dl on their device. The pt was taken to the hosp where he was given a glucose IV. Next day, the pt was still reported as being in the hosp with a blood glucose of 308 mg/dl. The wife reported that he husband had not been eating due to the heat and upon review of the infusion set bolus history; the last insulin bolus was 4 days before. At that time, the pt took a 10 unit bolus to compensate for food intake. A f/u with the wife reported that everything seems to be working fine. No product is being returned.

Manufacturer narrative:
H6: codes: product not returned for eval.